Event description:
It was later reported that the device is at end of service. No other relevant information has been received to date.

Event description:
Additional information was received noting that the patient has not been around any electro currents. No other relevant information has been received to date.

Event description:
The device has been received into analysis. No other relevant information has been received to date.

Event description:
An updated historical data analysis was completed that investigated a trend with premature end-of-life (premature eol) complaints. The limited investigation criteria was met, concluding that the event is related to device failure. Product analysis was approved on the generator confirming that device failure caused the event. No other relevant information has been received to date.

Manufacturer narrative:
F10: adverse event problem; corrected data; supplemental MDR 04 inadvertently omitted updated coding based on pa results.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patients battery has significantly depleted in a short amount of time. Internal generator data was received and reviewed. The premature depletion of battery was confirmed but reason for which is still unknown device history records were reviewed for the generator, the device passed all functional and quality testing prior to distribution. No other relevant information has been received to date.